Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a sensor serter anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother reported two sensors that have both failed to establish rf communication . The customer stated that when removed from body electrode has not been visible. The customer was advised to return and we are replacing serter.